Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9149933, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-29. Medical device lot #: unknown, medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (inside syringe) on lot # 9149933. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced foreign matter contamination, while another syringe 0.5ml 31ga 8mm ufii 10bag 500cs experienced a needle that was loose or pulled out of the hub. Product defects were noticed during use. The following information was provided by the initial reporter: material no. 328468, batch no. (B)(4) & unknown. Verified the lot # and item # to be correct. Consumer found 2 syringes from this box to have a small amount of liquid inside them and discarded them. 2nd issue needle hub stays within the orange needle shield on prior box item # 328468. Unknown lot number. Unknown date of event. Discarded sample. Medical professional called in on behalf of consumer. Reported, when he pushed on plunger of two syringes, clear liquid came out stated, consumer left the box with the clinic and they have not replaced the product lot: 9149933. Item: 328468. Expiration date: 2024-04-30 incident date unknown.